Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0012702012); product type: 0195-heart valves; implant date: na ; explant date: na section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-34 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2015; explant date: na. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, two pre-implant balloon aortic valvuloplasty (bav) were performed with two non-medtronic balloons. Following the implant of a transcatheter valve via the access site of the right femoral artery, the nose cone of the delivery catheter system (dcs) interacted with the valve and caused it to dislodge. It was noted that patient anatomy was severely tortuous; therefore, a non-medtronic guidewire was used for the initial valve deployment. Subsequently, pre-implant balloon aortic valvuloplasty (bav) was performed and a new valve, dcs, compression loading system (ls), and medtronic guidewire were used to complete the procedure.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, two pre-implant balloon aortic valvuloplasty (bav) were performed with two non-medtronic balloons. Following the implant of a transcatheter valve via the access site of the right femoral artery, the nose cone of the delivery catheter system (dcs) interacted with the valve and caused it to dislodge. It was noted that patient anatomy was severely tortuous; therefore, a non-medtronic guidewire was used for the initial deployment attempt. Subsequently, pre-implant balloon aortic valvuloplasty (bav) was performed and a new valve, dcs, compression loading system (ls), and medtronic guidewire were used to complete the procedure. Additional information was received indicating that the first valve was slowly deployed in the native annulus using the cusp overlap technique. A non-medtronic backup high support guidewire was used due to tortuosity of the patient's anatomy and angulation of the native valve. When this was guidewire was withdrawn into the dcs and the nosecone was withdrawn, the valve was expelled due to excessive tension. Per the physician, this was the cause of the dislodgement. The dcs was never twisted or torqued. The dislodged valve remained in the ascending aorta when the second valve was implanted.

Manufacturer narrative:
H6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it was reported that the patient¿s anatomy was severely tortuous. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant; however, the balloon dislodged mid inflation. There is no evidence of another valvuloplasty. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth was approximately 1 millimeter (mm) on the non-coronary cusp in the cusp overlap view and 5mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the evolut pro+ IFU, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. The depth was deemed acceptable, and the valve was released. Evidence shows that during removal of the delivery catheter system; the nose cone interacted with the inflow of the valve frame causing it to dislodge. A second valve was prepped and fluoroscopic load inspection revealed a possible misload by overlap reaching node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Evidence supports that the valve was used and attempted to be deployed partially. The subsequent fluoroscopic image reveals that the delivery catheter system was removed and another balloon aortic valvuloplasty was performed. Evidence suggests that most likely the same valve was re-used, and during deployment an infold is evident on fluoroscopy. As stated in the IFU, if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. However, the infolded valve was released. A post implant dilatation was performed which appeared to have resolved the infold with no evidence of aortic regurgitation/paravalvular on angiogram. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.